Event description:
It was reported that during the preparation for use, the rigid video scope had dark picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for use, the rigid video scope had dark picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: debris under the objective lens. Based on the results of the investigation, and since dark picture was not confirmed, a probable cause of the reported malfunction could not be identified. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.